Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl scale was misread as "8 units" instead of "0.8 ml", overdosing the patient with "humulin n u-100 and u-100" insulin. This required the dog to stay overnight in the hospital for treatment. The following information was provided by the initial reporter: I just got off the phone with this reporter to get a better understanding of what transpired. She described her 12 year old golden retriever was started on insulin. The vet prescribed (called in over the phone) humulin n u-100 and u-100 insulin syringes. The pharmacist dispensed tuberculin syringes. The reporter injected 0.8 ml of the insulin into her dog and just after the injection she realized something could be wrong because of the volume she injected. She immediately called her vet to question the syringe and the vet confirmed it was wrong and instructed her to immediately drive her dog there. The dog spent the night in the hospital for treatment. The reporter said her dog still is "not right" and she is taking him for a follow-up today. Please describe the error or potential error: the pharmacist dispensed tuberculin syringes instead of the prescribed u-100 insulin syringes. This resulted in an insulin overdose. When and how was the error discovered: after a call to the ER to confirm what type of syringe is used for insulin. Reporters recommendations: two people to verify. A system check that requires a verification if a non-insulin syringe is dispensed with insulin. Additional information: this error could have caused a death. The pharmacist was very dismissive about the error. We recently received a consumer report that may be a case of a pet owner misinterpreting 0.8 ml as 8 units for her dog's insulin injection. The error started with a pharmacist improperly dispensing tb syringes instead of insulin syringes. It also does not appear there was any patient education about using a tb syringe for insulin dosing. The owner may have thought .8 was 8 units as that is what she gave her dog (resulting in a 10-fold over dose of 80 units rather than 8 that was prescribed). The syringe is a bd tb syringe, 25 g x 5/8". Reference number 309626. She reported she was measuring ¿10¿ when in fact it was 1 ml. She misread 1.0 on the scale as 10. We have also had this happen in the past. We also have had situations reported where someone misreads the tb syringe scale when it does not include a leading zero. So the scale lists .1, .2, .3, etc., which has been misread as 1, 2, 3 ml etc.

Manufacturer narrative:
Investigation: a device history review was unable to be performed since no lot number was provided. No sample was returned so an investigation could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl scale was misread as "8 units" instead of "0.8 ml", overdosing the patient with "humulin n u-100 and u-100" insulin. This required the dog to stay overnight in the hospital for treatment. The following information was provided by the initial reporter: I just got off the phone with this reporter to get a better understanding of what transpired. She described her 12 year old golden retriever was started on insulin. The vet prescribed (called in over the phone) humulin n u-100 and u-100 insulin syringes. The pharmacist dispensed tuberculin syringes. The reporter injected 0.8 ml of the insulin into her dog and just after the injection she realized something could be wrong because of the volume she injected. She immediately called her vet to question the syringe and the vet confirmed it was wrong and instructed her to immediately drive her dog there. The dog spent the night in the hospital for treatment. The reporter said her dog still is "not right" and she is taking him for a follow-up today. Please describe the error or potential error: the pharmacist dispensed tuberculin syringes instead of the prescribed u-100 insulin syringes. This resulted in an insulin overdose. When and how was the error discovered: after a call to the ER to confirm what type of syringe is used for insulin. Reporters recommendations: two people to verify. A system check that requires a verification if a non-insulin syringe is dispensed with insulin. Additional information: this error could have caused a death. The pharmacist was very dismissive about the error. We recently received a consumer report that may be a case of a pet owner misinterpreting 0.8 ml as 8 units for her dog's insulin injection. The error started with a pharmacist improperly dispensing tb syringes instead of insulin syringes. It also does not appear there was any patient education about using a tb syringe for insulin dosing. The owner may have thought .8 was 8 units as that is what she gave her dog (resulting in a 10-fold over dose of 80 units rather than 8 that was prescribed). The syringe is a bd tb syringe, 25 g x 5/8". Reference number 309626. She reported she was measuring ¿10¿ when in fact it was 1 ml. She misread 1.0 on the scale as 10. We have also had this happen in the past. We also have had situations reported where someone misreads the tb syringe scale when it does not include a leading zero. So the scale lists .1, .2, .3, etc., which has been misread as 1, 2, 3 ml etc.